Event description:
It was reported that during a right salpingo-oophorectomy procedure, during pelviscopy, the device was used to retrieve the ovary and fallopian tube. The string broke when the device was retracted. The user attempted to remove the device and it also broke. An additional forty-five minutes were added to the or time and an additional incision was needed to retrieve the ovary, fallopian tube and device pieces. It is unk if all the pieces were retrieved. The pt is recovering well.